Event description:
It was reported that one of the patient's leads had high impedance and one lead that was autoreducing. X-ray revealed fracture on one of the leads. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.